Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved caused and/or contributed to the adverse events described in the article, specifically: wound dehiscence? How was the suture placed (interrupted or continuous)? What post op date was the dehiscence? What medical treatment was performed for the dehiscence? If yes, provide details of event and specific suture product code.

Event description:
It was reported in a journal article that a patient underwent repair of unstable distal clavicle procedure on an unknown date and suture was used. At the follow-up, the patient had a temporary wound breakdown which was resolved with local wound care.